Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and reset the system power manager (spm) connections and battery was charging as expected. System was tested and verified as ready for use. No parts were replaced.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that there was no battery backup power, and a non-recoverable fault occurred. The customer hard power cycled the system with no change. An intuitive surgical, inc. (Isi) technical support engineer (tse) walked the caller through a hard power cycle of the system and the system powered back on with error 824. Patient side cart (psc) battery errors were now populating in the system logs. The tse walked the caller through unplugging the psc from the wall and explained that the psc was running only on ac power, and if they lost ac power for any reason the battery would not take over. The caller aborted the case. There were no reports of patient involvement.